Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. It was noted that shock impedance measurements increased to greater than 100 ohms approximately four months ago after the programmed configuration was changed from triad to rv coil to can. Boston scientific technical services (ts) discussed troubleshooting and programming options. The patient was seen in clinic and no anomalies were noted and no interventions were undertaken. No adverse patient effects were reported. This product remains implanted and in service.